Event description:
Customer reported having high blood glucose levels for several days leading up to the call. Customer reported having a blood glucose level of 400 mg/dl the day before the call, 467 mg/dl the night before the call, 416 mg/dl the morning of the call, and 427 mg/dl later in the morning of the call. Customer reported having ketones. Customer reported treating these high blood glucose levels with insulin shots. Blood glucose level was 210 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.